Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this device and left ventricular (lv) lead pacing impedances of greater than 2000 ohms were displayed. The connection was checked and the lead was reconnected to the device with similar impedances. A different vector was programmed. The system remains in service. There were no adverse patient effects.